Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank. Unrelated to the original complaint, the battery compartment was observed to be cracked from the threads to the case seal on the left side of the grip pad. The pump cover was opened and moisture was identified on the printed circuit board. A review of the pump's black box showed multiple call service 54/52 alarms, which may cause the display to be blank for several seconds.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the patient was "on the river" while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.